Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they noticed that it seemed like every time they made an adjustment to their therapy, they felt an electrical shock that came through on the right side of their vulva probably in march of this year. The patient noted that they feel the shocking sensation if they "take it up to like 4" on any program, and they were having a hard time finding a program that would relieve them of the shocking sensation. The patient was not feeling the shocking sensation at the time of the call. The patient also mentioned that their "bladder is just gone" and they will have to invest in depends on if they are unable to connect to the ins to make an adjustment. The patient could not connect to the ins to make an adjustment. An email was sent to the repair department to replace the lost usb-c cable. The patient was redirected to their healthcare provider to further address the issue with the shocking sensation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.